Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm and blank display. The customer¿s blood glucose level was 345 mg/dl. The customer stated that the insulin pump stopped working altogether changed batteries but got blank screen. The troubleshooting was performed and was advised to change the battery resolved the issue and display returned. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to monitor the insulin pump and call if problems persist. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.